Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Investigation results: a partially deployed ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the shaft was kinked. Functional analysis of the device found that the shaft bowed during a failed deployment attempt. The stent was able to be manually deployed by pulling directly on the deployment suture. No other issues were identified with the device. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal distal release covered stent was to be used in the esophagus to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to deploy the stent when the deployment suture got stuck and the stent failed to release. The stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex esophageal stent was returned partially deployed.